Event description:
Hill-rom received a report from the account stating the left siderail would not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the release arm was bent and it was also missing a shoulder screw. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance no this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the release arm and the shoulder screw to resolve the issue. Based on this information no further action is required.